Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was unable to exit the preparing to prime. The customer¿s blood glucose level was 257 mg/dl. Customer stated that the insulin pump had broken force sensor alarm. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the drive support cap was sticking out. Customer was advised to return of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test.